Event description:
The device was not in use on a patient. There was no report of patient or user harm. It is currently unclear if the device failed to meet specifications.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone number: (B)(6).

Manufacturer narrative:
The remote service engineer (rse) reports anomalies in the operation of a rangefinder. The rse states it seems that the problem is not the rangefinder but something in the configuration of the monitoring center. A field service engineer was needed for onsite diagnosis intervention. The fse carried out a telemetry operation test , and fault detected on the ECG acquisition card. Further attempts made by the fse to connect another telemetry device which was kept as a spare to the control unit, but this too appears to have a broken battery compartment and does not connect. The fse stated that given the age of the instruments that they appear to be out of support. A proceed with their disuse was initiated by the fse. The end of service (eos) communication from philips will follow.

Event description:
The customer reported the red alarms are automatically deactivated.